Event description:
A malfunction alarm was reported with code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccurred, which the customer understood and acknowledged.